Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision - dr (B)(6), (B)(6), (B)(6) 2018. Srom acetabular cup and srom stem implanted in 1991, no operation notes or details are available. Reason for revision: pain and wear on liner. The srom cup liner and screws were removed. Moderate wear was seen on the liner. X-rays pics and pictures available. Male patient initials (B)(6), aged (B)(6) years, dob: (B)(6), weight: (B)(6), height: 183cm. (Unknown jrn: srom liner lseries 26mm ID, arthropor 2 63mm cup, 2 screws, 2 locking pins = all discarded.) Doi: (B)(6) 1991; dor: (B)(6) 2018; unknown affected side.